Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw of the implantable pulse generator (ipg) could not be engaged. It was also reported that the right ventricular (rv) lead perforated the myocardium resulting in the patient developing a pericardial effusion which progressed to cardiac tamponade. The lead was repositioned and remains in use. The ipg was not implanted and a replacement ipg was used instead. No further patient complications have been reported as a result of this event.